Manufacturer narrative:
The actual device involved in this event was returned for evaluation. Visual inspection of the applicator shows that the device was used. Dried formulation is observed on the tip and the exit channel of the applicator. A clear plastic like matter was attached to the applicator bulb. No evidence of defects or glass shards are observed. The plastic was removed for further review. No evidence of anomalies or glass piercing the butyrate tube is observed.

Event description:
It was reported that a patient underwent a bilateral mastectomy on (B)(6) 2014 and a topical skin adhesive was used. When the physician went to activate the device the glass broke and penetrated his glove, but not his finger. All glass recovered and none came in contact with the patient. A like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.